Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: level b investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_3__; occurrence: unable to perform complaint lot history check for needle breaks off during use due to unknown lot number. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check for needle breaks off during use due to unknown lot number. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It has been reported that one 0.5ml 31gx6mm u-100 insulin syringe has been found with the cannula breaking off during use. The following has been provided by the initial reporter: material no. 328520 batch no. Unknown. It was reported that needle broke off in daughter's stomach and it was able to be removed. Verbatim: issue: consumer reported long ago his daughter who is a diabetic used his needle and needle broke of in her stomach, she was able to remove it, also went to emergency room when she saw the tip of the needle. He has not reported this issue. Sample-discarded. Incident date-unknown. Occurence-1. Item# 328520. Lot# unknown. Consumer would not provide more information since he stated it was long ago.